Event description:
During central processing, the user facility identified a broken separated cable on the mega suturecut needle driver instrument . Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed a broken grip close cable at the distal idlers, which was sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. Other cables at the instrument's wrist were not damaged. Additional damage found were scratches on the surface of the distal pulley. Engineering was unable to conclude how the pulley damage occurred. There were also various scratch marks on the main tube showing light material removal. The scratches were short in length and were not axially aligned with the main tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.